Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone overmold on the top and bottom covers and near the fantail region. This is believed to have occurred during revision surgery. Photographic imaging inspection revealed broken electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The device passed some of the electrical tests performed. The device passed mechanical tests performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action has been implemented. This version of the ultra device is no longer distributed. This is the final report disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. Programming adjustments were made, however, the issue did not resolve. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.